Manufacturer narrative:
Visual, functional and dimensional inspections were performed on the returned device. The reported deflation issue could not be replicated in a testing environment due to the condition of the returned device. The reported difficulty removing the device from the anatomy could not be replicated in a testing environment as it was based on operational circumstances a review of the lot history record identified one manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. It was reported that the device was prepped inside the anatomy. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global instructions for use (IFU) specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. It is unknown if the reported IFU violation caused or contributed to the reported complaint. Additionally, it was reported that the contrast to saline mix used during the procedure was incorrect. It should be noted that the IFU specifies that the contrast to saline should be 1:1. Since the contrast ratio used was less than the required percentage it is unknown if the IFU violation caused or contributed to the reported complaint. The investigation determined the reported difficulty removing the device from the anatomy appears to be related to operational context and the reported deflation issue is related to a manufacturing issues. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
On (B)(6) 2020, the abbott vascular determined that a field safety corrective action is required for specific lots of nc trek rx coronary dilatation catheter and nc traveler coronary dilatation catheter. The field safety action number is (B)(4). This action is being taken as a result of an increase in the complaint trend for reported failures of deflation for nc trek rx and nc traveler rx coronary dilatation catheter. Product from identified lots may exhibit slow, partial or failure to deflate.b3: date of event.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was provided: the nc trek failed to deflate after post dilatation of the stent. Repeated attempts (re-inflate then deflate, and 2nd indeflator used) were made. All ldevices were removed as one unit and the lesion was reaccessed. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the left main coronary artery. The nc trek was inflated twice at 14 atmospheres. Negative was held for one minute to deflate the balloon but failed. The device was disconnected from the indeflator and then re-connected and re-deflated, however, the balloon only partially deflated. The device was withdrawn partially inflated, along with all other devices. There was no adverse patient effect or a clinically significant delay in procedure. A new guiding catheter was used and the lesion was re-wired to continue the intervention. The patient had a good outcome. No additional information provided.